Event description:
It was reported that during an implant attempt, the lead perforated the myocardium at the apex of the right ventricle. The lead was explanted, and the perforation was repaired surgically. A new system was implanted four days later. No further patient complications were reported as a result of this event.